Manufacturer narrative:
References the main component of the system and other applicable components are: product ID: 3776-45, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 3776-45, serial# (B)(4), implanted: (B)(6) 2007, product type: lead.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. According to manufacturer records the leads were implanted for radicular pain syndrome(radiculopathies). It was reported that the patient was getting shocked from the implant 4 days post-implant (B)(6) 2016 as the patient was implanted on (B)(6) 2016. The patient stated that it felt like they were getting branded. The patient called a manufacturer representative and was told to turn stimulation off. The patient saw another manufacturer representative 2 weeks post implant. The manufacturer representative left the first lead on, but turned the second lead off. The patient started getting shocked again 4 days after that appointment. Therapy had been turned off since then. The original manufacturer representative came to the hospital on (B)(6) 2016 to adjust stimulation but the patient wanted therapy to be turned off. The hospital visit has been addressed in a separate event. The patient had an appointment scheduled with their health care professional (hcp) for (B)(6) 2016 but stated that they would call their hcp on (B)(6) 2016. Additional information from the manufacturer representative reported that they recently met with the patient. This manufacturer representative was not the same manufacturer representative that had been at the battery change, however, it was confirmed that there were some impedance issues during the meeting. The manufacturer representative stated that they thought that it was why the patient was getting the shocking. The manufacturer representative programmed the patient to the best of their ability and would see the patient again at the end of the month for a follow-up appointment.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3776-45, serial# (B)(4), implanted: (B)(6) 2007, product type: lead.

Event description:
Additional information was received from the consumer. The patient reported falling on (B)(6) 2016 and there was a heating sensation over the ins battery while charging. It was determined that the patient needed a lead revision due to the impedances out on multiple electrodes. The issue was not resolved at the time of the report and the lead revision had not been scheduled yet.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.